Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On feb 18th 2020, senseonics was made aware of an adverse event where the physician was unable to remove the sensor on the first attempt made.

Manufacturer narrative:
No response was received after multiple attempts; thus status of sensor removal could not be confirmed. D8 was this device serviced by a third party? No h3. Device evaluated by manufacturer? No h6. Health effect - clinical code updated to 2330 h6. Health effect -impact code updated to 4614 h6. Medical device problem code updated to 1528 h6. Component code updated to 510 h6. Type of investigation updated to 4111 h6. Investigation findings updated to 3221 h6. Investigation conclusions updated to 67.